Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of alarm and housing was verified. Event log could not be downloaded. When device was power up the alarm ec1660 appeared and was indicative with processor on the circuit board. The double beeping is caused by dso( downstream sensor occlusion) . The device itself arrived with damaged housing. Action was taken to replace the damaged housing, circuit board and dso. Unknown cause of event.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 .

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited lec 1660 and constantly beeping. No reported adverse effects.